Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including permanent injury, pain and surgical intervention. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that on or about (B)(6) 2017, the patient underwent a surgical procedure and was implanted with an unspecified bard hernia mesh (bard flat mesh). Attorney alleges that the patient sustained injuries after being implanted with the bard hernia mesh (bard flat mesh). It is alleged that bard hernia mesh (bard flat mesh) implanted in the patient "failed to reasonably perform as intended. The mesh failed, caused serious injury and required patient to undergo invasive surgical intervention". Attorney alleges the patient's "severe adverse reaction, including required surgical intervention due to the bard hernia mesh, directly and proximately resulted from defective and dangerous condition of the product". "The patient has suffered and will continue to suffer, both physical injury and pain, permanent and severe scarring and disfigurement". Attorney alleges that the patient sustained severe debilitating and permanent injuries.